Manufacturer narrative:
(B)(4). The device has been received by baxter; however, the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The product analysis laboratory (pal) evaluated the returned device; the customer discontinued use of the device due to transferring to hemodialysis. The device failed the homechoice returned instrument test evaluation (rite) functional test for rite heater bag temperature failed performance specification (fluid delivered out of specification). The device passed rite electrical test. The internal/external inspection found no issues. Volumetric accuracy testing was performed and the device was found to be functioning within specification. Accuracy confirmation and temperature verification tests were performed and passed. The assignable cause for the rite test failure was not determined. The device's service history record was reviewed and no issues were identified that may have contributed to the rite failure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing. This was due to heater bag temperature failing performance specification and the fluid delivering out of specification.